Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. It is important to ensure all luer connections are securely tightened before use. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd phaseal¿ optima connector (c35-o) disconnected from the line and leaked during the taxol infusion. The following information was provided by the initial reporter: "taxol dose. Added extension set with filter plus additional optima injector and connector to short alaris set sent from pharmacy with injector on the end. Nurse came back at infusion completion was touching line found her gloves were wet. Found loose optima/tubing connections made by both pharmacy and nursing. "When I went to take down the patient's taxol after it had finished infusing, I noticed the female piece of cstd was loose (the end attached by pharmacy), and I got taxol on my gloved hands. I think it was very lucky/ a near miss that this infused without a spill."